Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had hyperglycemia and vomiting as a result of a loss of prime issue with the pump. The reporter stated that the patient had a blood glucose level of 500 mg/dl. There was no indication that the patient received medical treatment above and beyond the usual routine of diabetes care and management. The reporter alleged that the loss of prime issue only occurred once with the cartridge. The patient remained on the pump. Troubleshooting found no defect with the product. This complaint is being reported because the patient allegedly experienced a hyperglycemic event due to a single occurrence of loss of prime.